Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer patent foramen ovale (pfo) occluder was selected for implant using a 12f amplatzer trevisio intravascular delivery system. It was noted during procedure that the occluder exhibited a cobra deformation when being deployed. There were attempts to recapture and redeploy the occluder, but the deformation persisted. The decision was made to remove and replace the 35mm amplatzer (pfo) occluder with another one of the same size, but the replacement also exhibited a cobra deformation. The replacement 35mm amplatzer patent foramen ovale (pfo) occluder was then removed and replaced by a 25mm amplatzer patent foramen ovale (pfo) occluder to successfully complete the procedure. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that a 12f delivery sheath was used, an interaction with cardiac structures during deployment was not reported, or an angulation or kink in the delivery system was not reported. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer patent foramen ovale (pfo) occluder was selected for implant using a 12f amplatzer trevisio intravascular delivery system. It was noted during procedure that the occluder exhibited a cobra deformation when being deployed. There were attempts to recapture and redeploy the occluder, but the deformation persisted. The decision was made to remove and replace the 35mm amplatzer (pfo) occluder with another one of the same size, but the replacement also exhibited a cobra deformation. The replacement 35mm amplatzer patent foramen ovale (pfo) occluder was then removed and replaced by a 25mm amplatzer patent foramen ovale (pfo) occluder to successfully complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.